Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, the patient presented after experiencing dizziness and syncope. Upon interrogation, a loss of capture during threshold testing was observed on the device. Technical support was contacted and noted a diagnostic anomaly. Technical support recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.